Event description:
A patient with sick sinus syndrome had pacemaker insertion performed. When the physician gave the needle back to the scrub nurse after suturing a small piece of the 2.0 silk suture needle tip was found to be missing. An x-ray of patient was completed; unable to locate missing needle tip.